Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12364. It was reported the physician was implanting an ipg and found invalid impedance readings. Another ipg was used with the same results. Another ipg from a different lot gave valid impedances and was implanted. Follow-up revealed the patient is experiencing effective stimulation coverage. Note the two ipgs have different serial numbers, both ipgs are being reported.

Manufacturer narrative:
Results: the returned ipgs were subjected to a microscopic inspection and high resolution x-ray with no discrepancies noted. Lead impedance testing was performed with the devices attached to a 1k ohm load, normal measurements were observed. The devices were subjected to a functional test on automated test equipment (ate). All portions of ate testing passed. Review of the as received device registers showed no electrodes had been programmed on either of the returned devices. It should be noted that 2 electrodes must be programmed with one (+) and one (-) to allow an accurate lead impedance test. If no electrodes are programmed as required, the lead impedance measurements will read "high" on the patient programmer. Both of the returned ipg's functioned within specification. The observation of invalid impedances was not confirmed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.